Manufacturer narrative:
Date of event: estimated since unknown.

Event description:
It was reported via social media that a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The following day the patient suffered a stroke. No additional information is known at this time.